Event description:
Pt, age (B)(6) underwent cardiac catheterization. A reported complication of the procedure was a spider wire trapped in the svg and then fractured when being withdrawn from the femoral artery but no residual complication. The residual of the spider wire was pulled out.